Event description:
After an ir45v reload had been fired in a robotic-assisted right upper lobectomy procedure bleeding was evident at the staple line. The tissue was then re-stapled by another device.

Manufacturer narrative:
Patient's age and weight are not known. "999" and "000" are placeholders.the returned ir45v reload showed no signs of physical damage. The position of the pushers suggest that the staples were pushed completely out of the cartridge. The root cause of the alleged event could not be determined.